Manufacturer narrative:
(B)(4). Visual evaluation of the returned product found hair like debris on the device. The product was returned opened. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product was returned opened. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant had a hair in the sterile packaging which was placed on the sterile field. This was discovered right away and did not contaminate more than the area it was placed on. No patient harm was reported.